Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification.

Manufacturer narrative:
G8 in initial report should be 2017865-2025-17596.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the right ventricular (rv) lead, it was noted that the lead dislodged. The lead was not used and a new lead was implanted. The patient was in stable condition.